Event description:
It was reported that a previously trachial bronchial stent is splitting in a straight line laterally inside of the pt. The pt is coughing up flakes of the stent. No product is being returned for eval.